Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that after da vinci-assisted surgical procedure, maryland bipolar forceps instrument was found to have thermal damage. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test. The complaint regarding thermal damage to pulley cover was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: customer stated that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The thermal damage was first observed intraoperatively. The surgeon has no comment about the cause of the thermal damage. All details regarding the arcing event¿including collision with an energy instrument, whether arcing was observed, surgical task, other instruments in use, origin of arcing, and suspected cause¿were reported as ¿unknown¿ by the customer. There was no injury to the patient. The probable root of cause can be attributed to insulation degradation and carbonized tissue creating a conductive path.